Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis and the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that stent-assisted coiling was performed for an acom aneurysm. During retraction of the coil into the microcatheter for repositioning, the coil stretched and then detached. Most of the coil was contained within the aneurysm sac and a small segment of stretched coil extended into the internal carotid artery. No additional intervention was performed. The aneurysm was successfully embolized and the procedure was completed. There was no reported patient injury. The patient is reported to be "fine" and without any neurological abnormalities.